Manufacturer narrative:
H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found device in fair condition. Functional testing found the reported problem could not be duplicated: running three accuracy pm -322 tests which passed. The pump was found to be working as programmed and intended. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms # (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that during a returned order service test, the device failed the accuracy test by plus 14.8 percent. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.